Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it was confirmed that plastic distal end cover was scorched. Therefore, it is possible that a high-energy treatment device (such as high-frequency device) was used without ensuring a sufficient distance from the tip. However, the most probable cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the gastrointestinal videoscope plastic distal end cover was burnt. There was no patient involvement.